Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system confirming the reported issue. The bag to vent switch was replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit was not passing the initial leak test showing a leak above 750ml/m. There was no report of patient involvement.